Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced feeling unwell, dizziness, "felt like" passing out and bradycardia. The right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) and short ventricular to ventricular intervals. The ipg exhibited detection below the lower rate and pauses. The rv and ipg lead remain in use. No further patient complications have been reported as a result of this event.